Event description:
The consumer stated her tampons were not sealed and contained a dark, dusty material. It appeared to be mold.

Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.